Manufacturer narrative:
(B)(4)

Event description:
It was reported "inflating the balloon to secure placement balloon exploded. Foley changed 3 times, same issue occurred." Additional information states that the patient experienced "minimal bleeding" and that there were "no parts that remained in the patient". Please see associated mdrs #8040412-2025-00136, 8040412-2025-00130.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "inflating the balloon to secure placement balloon exploded. Foley changed 3 times, same issue occurred. ". Additional information states that the patient experienced "minimal bleeding" and that there were "no parts that remained in the patient". Please see associated mdrs #8040412-2025-00136, 8040412-2025-00137 & 8040412-2025-00130.